Manufacturer narrative:
As of the date of this report the rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, therefore we are unable to confirm the report that the unit exhibited "air in line" and "high pressure" alarms during prime. Without the benefit of the device back at our facility for investigation, we note the following: when the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "air detection" alarm, the ri-2 displays the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air, reinsert tubing and close the door." In the event of a "high pressure" alarm, the following alarm message is displayed: "high pressure detected check patient line for blockage." The operator's manual also provides possible conditions and recommended operator actions. The ri-2 may exhibit an "air detection" alarm for the following reasons: 1) air in the line; 2) tubing in the air detection sensor is not seated firmly in the detector; 3) leak in the disposable; 4) air detector sensor dirty; 5) air detector electronics defective. A "high pressure" alarm may occur for the following reasons: 1) the patient line is blocked; 2) the recirculate line is blocked; 3) the infusion site is not well placed; 4) the catheter bore size is too small; or 5) the pressure limit setting is too low. Without the ability to investigate the device, a root cause cannot be established. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that the disposable set was removed and reinstalled, and the procedure was completed without further issue; there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that during a case in ICU on (B)(6) 2021, the belmont rapid infuser, ri-2 exhibited an "air in line" alarm during prime. The user attempted to clean air and fluid-out detectors. The same disposable set was reinstalled and the unit exhibited a "high pressure" alarm during prime. The same disposable set was removed and reinstalled and the case proceeded without further issue.